Event description:
During the balloon pre-test of a carotid shunt, called for in the instructions for use, it was reported the blue valve leaked. The event could not be duplicated in the returned unit.